Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. Per the design documentation, the useful life of precision neo meter is 5 years. As the manufacturing date of this product is 2012, it has been in distribution beyond its useful life as of the date of event 16 mar 2022. Since the product was beyond its useful life at the time of the complaint no further investigation activities are required. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with either button press or test strip insertion. As the customer was unable to obtain glucose results from meter, customer went to hospital. The customer was diagnosed with hyperglycemia and provided unspecified treatment. Additional treatment for hypertension was also provided. There was no report of death or permanent injury associated with this event.